Manufacturer narrative:
Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? Before use. Needle injury: no. Other treatment: no. Were the returned items used? No. Returned quantity: 2 units. Details of the event (timeline, history, etc.): the date of occurrence and the doctor are unknown. A patient reported that the drug solution did not come out during an blank shot in 2 syringes. The defective product is at the patient's home, and we will decide whether to collect it after the doctor reconfirms the patient's intentions. Batch #: unknown.

Manufacturer narrative:
2 pen needles impacted from an unknown lot. See section c for additional information.